Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. It was found that the cord was unplugged to the emitter. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the localizer was not connected when starting the system. The emitter was unplugged and reseated and there were no further issues. There was no patient involvement.